Event description:
A patient took a shower using the rolling commode chair. After taking the shower the nurse assistant turned the commode and a front wheel snapped off the chair. No impediments in floor design or other environmental issues. The chair material sheared at castor position. Photographs of the shearing are available.======================manufacturer response for shower chair/commode, aquatec ocean (per site reporter).======================distributor in contact with manufacturer to discuss issue.